Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. An investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information pertaining to an abbott diabetes care (adc) device: a customer reported that their adc device had low scan result of "55 mg/dl straight arrow down" in comparison to a glucose reading of 115 mg/dl from a fingerstick test. The customer also stated that they already reported this issue to the adc customer service but reportedly they did not seem concerned with the discrepancy and offered a new sensor to the customer. Additionally, the customer was unable to calibrate the sensor and there was a huge discrepancy. The discrepancy in the glucose readings cased their insulin pump to mistakenly believe that the customer was experiencing low blood sugar, resulting in it turning off. There was no report of adverse heath impact and any self or third-party medical treatment. Adc customer service was able to reach the customer and confirmed that they already received replacement. The customer also suggested a manual calibration option for the adc device using the application/reader to correct inaccuracies of glucose readings. They believe that it is the solution instead of checking with fingerstick test to confirm the accuracy. Based on the information provided, there was no report of serious injury associated with this event.